Event description:
It was reported that the device was used during an unknown procedure and it would not fire. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Other = batch number. Damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were found damaged, the trigger post was found broken. No functional test could be performed due to the condition of the device. The returned cartridge was tested for functionality with another device and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.